Manufacturer narrative:
Information concerning the specific part number involved in this event was requested, but not provided. This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh) results for an unknown number of patient samples. Data was only provided for one patient sample. The result form the cobas e601 analyzer was 5.5 uiu/ml and the result from an abbot i2000 analyzer was 4.2 uiu/ml. Information concerning which result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The tsh reagent lot number was 173594 with an expiration date of 04/29/2014.

Manufacturer narrative:
Additional information was received documenting the date of the event was (B)(6) 2013. Therefore, medwatch should be (B)(6) 2013. The patients involved were (B)(6) years old. The doctor based the patient diagnosis on the results. Some patients were sent to another hospital for medical procedure such as an x-ray and blood check. No adverse events were reported. The investigation could not determine a specific root cause based on the limited amount of information available for this case and the fact that no samples could be provided for further investigation. It was noted the reference range for the roche tsh assay and the abbott method differ. Product labeling states each laboratory should investigate the transferability of the expected values to its own patient population and if necessary determine its own reference ranges.